Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed during prime and insulin kept shooting. The blood glucose was 193mg/dl. The customer stated that three weeks ago her glucose level was low; she was eating and not treating. The customer mentioned that she ate pizza the other night, and her blood glucose was still low. Troubleshooting was performed, and the drive support cap was sticking out. The battery compartment has a small crack on the right side of the case, and the customer was unable to remove the battery. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.